Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific that a captivator? Cold was used to remove a 6-mm pedunculated polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the cold snare could not cut cleanly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.